Event description:
The patient received her scs system on (B)(6) 2006. It was reported that the patient lost stimulation. The patient programmer was unable to communicate with her ipg. The patient stated that she noticed the low battery flag approximately one week before she lost stimulation. Based on the patient's current program parameters, the low battery warning is indicative of premature battery depletion. Follow up on the patient found that she is scheduled to meet with her surgeon regarding this issue. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.